Event description:
During preparation for a coronary artery bypass graft surgery, when the cutter was fired, it "jumped" causing the aorta to be back-walled. He sutured the hole and completed the procedure without any other issues. The pt is doing fine and no other complications were reported.